Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to slightly tilted and protruded drive support disk. Unable to confirm motor error alarm due to compromised force sensor system alarm. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error and compromised force sensor. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 234mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind but could not clear the compromised force sensor alarm. Troubleshooting for the alarm was performed. The customer stated that they did not press the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.